Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the reason for the call was to report issues with ins. The patient initially started out by saying they were on a program and noticed that when they've tried other programs it would work for 3 days then wouldn't work anymore. The patient went on to state that when they first had the device put in it was very smooth at the implant site, but now it was all crunched up to one side. The patient then said it straightened out by saying it was spread up and down instead of a long way like it was when it was working. They said it currently felt like it was scrunched up and bumpy. The patient mentioned that they saw the manufacturing representative (rep) on (B)(6) at an appointment and that the symptoms started a week or week and a half prior. The patient said they were told to call patient services because they may not be able to get a hold of rep. The patient said the appointment was not with the doctor that normally manages the device. The patient stated they did two x-rays which showed that the wire was in place. Agent reviewed if battery was not sitting in the pocket appropriately it could affect how therapy was delivered. Agent suggested at this point to follow-up with managing doctor for further device assessment.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.